Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A senior diabetes therapy consultant reported via email of hospitalization and low blood glucose readings. The customer stated that he had a paramedic call to his residence due to low readings back in (B)(6) of this year. The customer was not taken to the emergency room.